Manufacturer narrative:
An investigation of the device did not provide a clear indication of the heat the doctor reported. The device operated within specification, but there was marks on the head cap indicating there may have been contact with the chuck actuator during operation. If the user inadvertently depressed the head cap during use, it can contact the chuck actuator and generate heat. This hazard is clearly identified in the device instructions for use.

Event description:
Dr stated that he felt warmth and the patient indicated feeling the device became warm during operation. There was no additional medical treatment necessary.